Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip could not be deployed. Block h11: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly attached and after a functional inspection the clip assembly was able to perform a full deployment. Microscopic examination was performed, and the device was returned without any issue and was able to open the jaws and perform a full deployment without any issues. Functional evaluation was performed, and the device was able to perform a full deployment. No problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the clip assembly was able to perform a full deployment during functional inspection without any issues. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.